Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage occlusion (laao) procedure, a versacross connect for faradrive was selected for use. Transspetal access was performed without any difficulty prior to pulmonary vein isolation. No difficulty noted in exchange. The exchange was done with the was dilator inside the trusteer sheath. The versacross wire was in the left upper pulmonary vein for the exchange of sheaths.moderate pericardial effusion was noted at baseline on intracardiac echocardiography (ice). Pulmonary veins and posterior wall were isolated using farawave under ice and fluoroscopy navigation. The pfa procedure was completed successfully. The faradrive sheath and farawave catheter were removed and watchman trusteer sheath was inserted. When switching imaging modalities from ice to transesophageal echocardiogram (tee) for the left atrial appendage (laa) procedure, a larger pericardial effusion was noted on tee. The patient's blood pressure had decreased and pressors were given by anesthesia. A pericardiocentesis was performed and approximately 2l of blood was withdrawn from the pericardium and had slowed but was still accumulating after 2 hours. 80mg of protamine was also given. The patient had 1l of blood transfused and was transported to operating room for sternotomy to locate source of bleed and clip the laa. A small perforation was found and repaired at the svc/ra junction and the laa was ligated. The patient was doing well and was extubated on saturday (B)(6) 2025. Patient was expected to recover. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was discharged on (B)(6) 2025.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage occlusion (laao) procedure, a versacross connect for faradrive was selected for use. Transspetal access was performed without any difficulty prior to pulmonary vein isolation. No difficulty noted in exchange. The exchange was done with the was dilator inside the trusteer sheath. The versacross wire was in the left upper pulmonary vein for the exchange of sheaths.moderate pericardial effusion was noted at baseline on intracardiac echocardiography (ice). Pulmonary veins and posterior wall were isolated using farawave under ice and fluoroscopy navigation. The pfa procedure was completed successfully. The faradrive sheath and farawave catheter were removed and watchman trusteer sheath was inserted. When switching imaging modalities from ice to transesophageal echocardiogram (tee) for the left atrial appendage (laa) procedure, a larger pericardial effusion was noted on tee. The patient's blood pressure had decreased and pressors were given by anesthesia. A pericardiocentesis was performed and approximately 2l of blood was withdrawn from the pericardium and had slowed but was still accumulating after 2 hours. 80mg of protamine was also given. The patient had 1l of blood transfused and was transported to operating room for sternotomy to locate source of bleed and clip the laa. A small perforation was found and repaired at the svc/ra junction and the laa was ligated. The patient was doing well and was extubated on saturday (B)(6) 2025. Patient was expected to recover. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.